Manufacturer narrative:
The concerned system was removed from the customer site and returned to the factory for further investigation. The investigation showed an overall good state of the unit, except the broken bottom rear cover and damaged right side cover. However, as the system was not properly fixated inside the crate during transportation to the factory, it is assumed that the damage occurred during the move. The investigation of the motor controller did not show any abnormal behavior. Several tests were performed but no errors or malfunctions could be identified. It was determined that the motor controller settings were adjusted in a way that the system reacted very responsive. These settings can be re-adjusted by local service (document xpr8-270.841.01 "replacement of parts", section 4.3.5.6 "motor speed"). It is advised for the customer to change the system's parameters to decrease the direct response on the drive system. This report was submitted march 30, 2017.

Manufacturer narrative:
The incident occurred in the mobile x-ray machines parking area. The operator had to make short back and forth movements to park the machine when the system suddenly performed a jerky movement while driving backwards taking a leap. The operator had to turn her torso sideways to avoid collision with the parked mobilett xp. According to the facility, the system is functioning. However, the customer was advised by siemens not to use the system until it is checked by a siemens service technician. The incident is under investigation. A supplemental report will be submitted of additional information becomes available. (B)(6).

Event description:
Siemens was notified by a facility that an operator was injured while parking backwards the mobilett mira max unit. The operator's knee got pinched between two mobile x-ray machines - mobilett mira max and mobillet xp - causing luxation of the kneecap. The operator's kneecap had to be reset. However, it is known that the operator required some additional medical treatment after the incident. The reported incident occurred in (B)(6).